Event description:
It was reported by the customer that the water was leaking out of the cutter release switch. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On nov 11, 2008 the hand piece involved in the reported event was evaluated. During the evaluation, the technician noticed that the two o-rings were damaged. The hand piece was repaired and returned to the customer.